Manufacturer narrative:
Pt info: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
On 23 sep 2021 we received notification of an article published in jmed case reports entitled, 'unilateral urrets-zavalia syndrome after implantable collamer lens implantation: a case report and review of the literature'. The article reports elevated iop, dilated pupil and glare (suspect urrets-zavalia syndrome) in one eye following icl v4c implantation. Medical intervention (acetazolamide, pilocarpine) was prescribed. Two months after surgery the dilatation of the right pupil partially reversed. If additional information is received a supplemental medwatch report will be submitted.